Manufacturer narrative:
Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date of the pump(s), has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report number. This is one of three device reports associated with the event. Refer to h10 for the related report number(s).

Event description:
A 73-year-old female with acute myocardial infarction and cardiogenic shock, pre-support clinical state consistent with scai shock stage a, was supported with an impella cp implanted via left femoral arterial access on (B)(6) 2026 at 14:47, followed by an impella rp flex implanted via right femoral venous access on (B)(6) 2026 at 12:30. During support, the automated impella controller was noted to intermittently charge; at the time of observation the battery was at 100%, the plug connector appeared loose, and there were no active alarms. Additionally, the patient exhibited pink/red urine output while on systemic heparin therapy, it is unknown if the event resolved. No download data were required, and no product return or replacement was requested. Care was withdrawn, and both devices were explanted on (B)(6) 2026 at 12:00. The patient subsequently expired on (B)(6) 2026 at 12:00, consistent with the explant date and time. The death is conservatively being reported to the impella rp flex and impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage a shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received indicating that the white wire was disconnected in the plug. The white plug was replaced to resolve the issue.

Event description:
A 73-year-old female with acute myocardial infarction and cardiogenic shock, pre-support clinical state consistent with scai shock stage d, was supported with an impella cp implanted via left femoral arterial access on (B)(6) 2026 at 14:47, prior to the pump the patient was supported by inotropes, vasopressors, and oxygen for respiratory needs. During support, the automated impella controller was noted to intermittently charge; at the time of observation the battery was at 100%, the plug connector appeared loose, and there were no active alarms. They replaced the whole plug and tested it to make sure everything was good. The aic was charging correctly after the repair. Additionally, the patient exhibited pink/red urine output while on systemic heparin therapy. The team made decision to adjust the pump position and add an rp flex to the support for bipella support. After the patient suffered an arrest and coded. The patient resolved after 5 minutes and pump position was appropriate and support proceeded. The patient remained on the bipella support for 2 days when the decision was made to withdraw care and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
The clinical assessment of the event has been corrected and captured to b5 (event description). Related report number. This is one of three device reports associated with the event. Refer to h10 for related report number(s).

Manufacturer narrative:
Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Additional information was provided in b5 (event description). Upon review, it was added due to new information received.

Event description:
Additional information was received indicating that the automated impella controller (aic) will not be returned as the issue has been resolved.